Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tubing inside the package is labeled as 0.2-micron filter. However, outer package is labeled as 1.2-micron filter. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the two pictures were returned for analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The returned label packaging was confirmed the customer reported issue. The root cause was unable to be determined without the return of the used sample.